Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with known short-to-shield with a failed splice on (B)(6) 2023 (MFR 2916596-2023-01784) had green goo and a circumferential tear around more distal end of grey splice wrap. It was noted there were exposed wires seen at the connection. Log files were sent for review. The log files captured routine events and no notable alarm conditions or parameter changes. The log files did not show any low speed or pump stop events. It was later communicated that rescue tape was applied for the driveline damage as the patient was not a re-splice candidate.